Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow and red level sensors to lab use only (luo) testing equipment. The level sensors performed as intended throughout testing. Fluid was detected when expected and the sensors responded appropriately to simulate low level conditions. It was determined that both level sensors met specification.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6)2023, there were multiple alert/alarm uncoupled and coupled messages. The message cleared within the same time frame possibly due t o an intermittent connection between the level sensor and the level pad not fully adhered to the reservoir. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.